Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Per dealer, the left brake will not hold. She said the handle is jiggly from side to side and when the brake is applied, it does not press against the tire enough to keep the rollator from moving. MDR filed.